Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and the issue could not be replicated. The system was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the navigation system could not see the right side tracker on the imaging system. The navigation system could see the left side tracker and the site confirmed that if they cover the led on the right side, the navigation system would see the tracker. There was no patient present.